Manufacturer narrative:
Brasseler is reporting this event in an abundance of caution. The root cause cannot be confirmed due to the inability of brasseler to perform an investigation of the broken k-wire which was not returned by the customer.

Event description:
During an achilles tendon repair surgery, the doctor was inserting a 1.1mm k-wire into the patient's calcaneus bone as an anchor guide, but it broke in the middle, leaving 40mm of the wire lodged in the bone. He attempted to remove it with a tonsil clamp and needle holder, but it couldn't be extracted, so it was decided to leave it in place. No patient information was provided.